Event description:
It was reported that during the device interrogation prior to implant, the device was found to have reached the recommended replacement time. The device was not used and another device was used to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed, and no anomalies were found.